Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of power supply pc board. The unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported an issue with the accutor v monitor, which may have affected spo2 monitoring. No pt injury was reported.